Event description:
Patient was revised to address femoral and tibial loosening. Poly wear of the insert was also reported, with cement particles embedded in the poly.

Manufacturer narrative:
Evaluation was not possible, as the product was returned. A search of the complaint did not show any other reports against the manufacturing lot. It was reported the bone cement product was of a depuy competitor manufacture. The investigation could not draw any conclusions about the reported device loosening without the device to examine. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.